Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy red spots on the skin under the left and right electrode. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed oral medication for the skin irritation. Follow up indicated that the skin irritation improved.